Manufacturer narrative:
File is non reportable.

Event description:
It was reported that the device had a faulty pressure sensor. Was sent for repair and pressure sensor was replaced. It was reported that there was no patient events and no further details available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a faulty pressure sensor. Was sent for repair and pressure sensor was replaced. It was reported that there was no patient events and no further details available.